Event description:
The facility reports the resident was being transferred from the recliner to the wheelchair. When the resident was up in the lift between the recliner and the wheelchair, the back sling slipped up and over the resident's head. The resident fell to the floor, suffering a broken arm and bruising.